Manufacturer narrative:
Additional initial reporter - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console intermittently generated a catheter restriction alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer verified there were no external kinks and all connections were secure. They then performed a fill which successfully resolved the alarm. It was noted that the waveform showed flat peaks which was likely a kink. The reason for the alarm was reviewed and the customer was advised to use nursing judgement to reposition the extremity accordingly and to communicate with their team regarding the alarms, kink, and plan going forward. It was later reported that the console had generated an auto-fill failure. The alarm was explained and the customer was advised to perform a fill which resolved the alarm. The customer stated that they had already spoken with the interventionalist and the patient would be going to the lab first thing. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-2020 to dec-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).